Event description:
Complainant alleged that while attempting to monitor a pt with a bounding pulse, the device prompted "no shock advise begin CPR". Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
This is not a malfunction of the device, the AED 10 user manual states device should not be used if pt is conscious, breathing, responsive and has fine circulation. The investigation is being closed as user error. No trend is associated with reports of this type.